Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 03, 2017 legal medical records received. After review of the medical records, there is no new information. This complaint was updated on may 09, 2017.

Event description:
Update jun 22, 2017: legal medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added laboratory finding. This complaint was updated on: jun 29, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 03/23/2017 ¿medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported pseudotumor, metallosis, osteolysis, and fracture of the lateral cortex of the proximal femoral diaphysis. There was no mention of loosening during the revision surgery notes. Part/lot numbers provided. The complaint was updated on: 03/27/2017.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 1/28/15 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update 2/1/17, 02/09/17- medical records received. After review of the medical records for MDR reportability, a radiology report dated 3/26/2013 indicated a fracture of the lateral cortex of the proximal femoral diaphysis. No revision operative note has been provided to indicate when/why the fracture occured. Cables were also noted on the radiology report. An unknown stem will be added this time. The complaint was updated on:2/13/2017

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  added: device identification. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update (B)(6) 2015- disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update 2/1/17, 02/09/17- medical records received. After review of the medical records for MDR reportability, a radiology report dated (B)(6) 2013 indicated a fracture of the lateral cortex of the proximal femoral diaphysis. No revision operative note has been provided to indicate when/why the fracture occured. Cables were also noted on the radiology report. An unknown stem will be added this time. The complaint was updated on:(B)(6) 2017. Update 03/10/2017, 03/15/2017, 03/20/2017, medical records received. After review of the medical records for MDR reportability, there was no new information provided that would affect the existing MDR investigation. The complaint was updated on: (B)(6) 2017. Update 03/23/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported pseudotumor, metallosis, osteolysis, and fracture of the lateral cortex of the proximal femoral diaphysis. There was no mention of loosening during the revision surgery notes. Part/lot numbers provided. The complaint was updated on: (B)(6) 2017. Update 04/04/2017 & 04/07/2017, 04/11/2017, 04/24/2017, 04/27/2017: after review of the medical records for MDR reportability, there is no new information that would affect the existing MDR investigation. The complaint was updated on: (B)(6) 2017. Update may 03, 2017 legal medical records received. After review of the medical records, there is no new information. This complaint was updated on (B)(6) 2017. Update may 14, 2017: litigation received. In addition to what was previously alleged, pfs alleges difficulty in walking and trouble in performing normal daily activities. This complaint was updated on may 19, 2017. Update jun 22, 2017: legal medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added laboratory finding. This complaint was updated on: jun 29, 2017. Update jul 14 & 25, 2017: medical records received. After review of the medical records for MDR reportability, there is no new information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 14, 2017: litigation received. In addition to what was previously alleged, pfs alleges difficulty in walking and trouble in performing normal daily activities. This complaint was updated on may 19, 2017.